Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out; none have been reported.root cause: no abnormalities were found with the returned set. Possible root causes of the lower level sensor error include but are not limited to:- defective needle stick or kinked return line on tubing set- defective low level sensor

Event description:
The customer declined to provide the patient (donor) ID. No medical intervention was required for this event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection no misassemblies or defects were noted. No occlusions of the set were found. The reservoir was noted to be 3/4 full. No set defects were apparent. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they received an alert 'liquid detected at the level of the lower level sensor' alarm. The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.